Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 at midnight for a high blood glucose level of 675 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was connected to the insulin pump during the hospital stay. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting but did not have a tubing clamp. A tubing clamp was sent out to the customer and was advised to call back to finish trouble shooting the insulin pump once they had received the tubing clamp. From what trouble shooting was done the pump seemed to be working as designed. No further information was provided.